Event description:
During a follow-up in clinic, noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. The suspected root cause was ra lead damage. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.